Manufacturer narrative:
(B)(4).

Event description:
It was reported that the truepass needle broke in the patient and the piece was retained in the patient, inside the rotator cuff. The surgeon suspects that the needle might have touched the acromion. No attempts were made to retrieve the broken piece. There are no plans for an additional procedure to try to remove the piece. A backup was used to complete the procedure. It was reported that surgery time was extended by approximately 2.5 hours.

Manufacturer narrative:
Examination was not possible, as the devices will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No additional clinical information has been provided. Therefore based on the information received, no further clinical assessment is warranted. (B)(4).